Event description:
The customer reported that during a lobectomy, the handle would not return and the device would not open. Tissue around the jaws was resected in order to remove the device. There was no tissue damage, no bleeding and no pt injury.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample is no longer available for eval. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.